Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had soreness and a sharp pain that extended from her ipg pocket area to the middle of her back. It was reported the scs system was effective regarding her pain pattern. It was reported the pain occurred only when the system was turned on. X-rays were performed, and it was reported that there were no anomalies detected. During follow up, the patient reported she iced her back, took it easy, and the issue no longer existed.